Event description:
Surgeon reports lens was noted to be defective upon opening. This lens was not implanted and no pt injury was experienced. The surgeon reports that if the incident were to recur it could result in visual impairment or physical damage.

Manufacturer narrative:
H.6: the evaluation of the lens confirmed both haptics were damaged. However, due to presence of dried clinical solution and blood on the lens it is unlikely the lens was found in this condition "when opened" as originally reported. This report was mailed in to FDA on: 4/15/1998.